Manufacturer narrative:
Concomitant medical devices: 6944-58, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. Undersensing was noted on the right atrial (ra) lead at times. The lead remains in use. No patient complications have been reported as a result of this event.